Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced pinch valve tubing (zm297000) and buffer valves (c28717) which resolved the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous high ise (ion selective electrode: sodium and potassium) patient results were generated on cell #2 of the au5800 analyzer. The results were released from the laboratory. The customer stated less than twenty (20) patient results were erroneous and had to be corrected. There was no change in patient treatment in association with this event. The customer stated qc (quality controls) was within the laboratory's established ranges prior to this event. Qc was out of ranges after this incident.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced pinch valve tubing (zm297000) and buffer valves (c28717) which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient age, sex, weight and ethnicity: patient demographic information was not provided.

Event description:
The customer reported erroneous high ise (ion selective electrode: sodium and potassium) patient results were generated on cell #2 of the au5800 analyzer. The results were released from the laboratory. The customer stated less than twenty (20) patient results were erroneous and had to be corrected. There was no change in patient treatment in association with this event. The customer stated qc (quality controls) was within the laboratory's established ranges prior to this event. Qc was out of ranges after this incident.